Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was having emergency backup battery (ebb) alarms on their system controller which sometimes clear with a self-test. When it doesn't clear with a self-test, it would show back up after a few hours. Log files were submitted for analysis which captured the ebb fault alarms on (B)(6) 2026 due to the ebb failing the load test. The ebb was exchanged. The patient was also noted to be on hemodialysis and would not be treated if alarms were present.